Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, hard, one side is bigger, vascular occlusion, dusky blue discoloration, pain, blotching and red discoloration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: contra-indications: do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Haematomas. Induration or nodules at the injection site. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus xc in the lips. On the following day, the patient also had another injection with juvéderm ultra xc elsewhere unrelated to the symptoms. The same day, the patient also had developed extensive bruising of the left side of the nose and the patient's lips were very hard. Two days later when the patient returned to the clinic because one side of the lip is bigger and was unequal. The patient also had localized bruising in the middle of the upper lip. The patient was given another injection with juvéderm ultra plus xc to the border of the lip and left side of the lip. Numbing cream was applied prior to injection. Patient returned to the clinic the following day presenting vascular occlusion, dusky blue discoloration in the life side of the nose, nasolabial folds, left side of the upper lip, inside the lip itself and left cheek as well as bruising. Patient had complained of pain in the left side with blotching and bruising around the nose. The discoloration changed from blue to red and the extensive bruising was leading to compression. Patient was treated with hyalase after numbing cream was applied. Patient was treated with hyalase again the following day. Patient is also taking aspirin in addition to treatment with hyperbaric oxygen for 2 hours, steroids, antibiotics and rectogesic ointment. Patient has shown good progress. This is the same event and the same patient reported under MDR ID #3005113652-2018-00722 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection with juvéderm ultra plus xc, also a device manufactured by allergan.